Event description:
Info received indicates the bed has no functions working due to signs of fluid ingress on the power supply board.

Manufacturer narrative:
The facility replaced the power supply board to repair the bed.